Event description:
The pt's device reportedly had partially extruded. In 2003, without prior notification to the company or distributor, the surgeon performed a mastoidectomy, skin flap revision and repositioned the device. In 2005, the pt was seen at the center. At that time, it was observed that the device had extruded. The pt's parents requested removal of the device. The pt's c1 device was explanted.